Event description:
It was reported that a patient lost vision of = 10 letters of bscva (best spectacle corrected visual acuity in os (ocular sinister) which was stated as mild. The procedure performed was silk, lenticule removal. No surgical intervention was performed. Per follow-up, pre-op bscva was 95, and post-op bscva was 9m - 85.

Manufacturer narrative:
Section a2, and a4: requested but not provided. Section d4: serial number: unknown, information not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: UDI number: unknown, as the serial number was not provided. Section d6a: if implanted, give date: not applicable, as system is not an implantable device. Section d6b: if explanted, give date: not applicable, as system is not an implantable device. Section h4: device manufacture date: unknown, as the serial number was not provided. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.